Manufacturer narrative:
(B)(4). Returned meter and returned test strips evaluated with no defects found. Most likely underlying root cause of malfunction: user's test strip had poor fill. Based on review with FDA on 06/21/2017, we verified the agency's interpretation of the act and submit this medwatch report based on the nature of the complaint for this recalled lot. FDA-assigned recall event ID 74805.

Event description:
Consumer reported complaint for low results. Customer reported no symptoms, and does not need medical attention. Customer's expected results are below 100mg/dl - fasting. Strip expiration date is 07/21/2018 and strip open date is 2 weeks ago. Strip storage is correct. Reviewed meter memory: 76mg/dl (B)(6) 2015 01:21:00 pm fasting:no; 75mg/dl (B)(6) 2015 01:13:00 pm fasting:no; 67mg/dl (B)(6) 2015 10:32:00 am fasting:yes; 102mg/dl (B)(6) 2015 04:31:00 pm fasting:no; 64mg/dl (B)(6) 2015 09:16:00 am fasting:no. Customers concern: 64mg/dl was 1hr after eating. Customer is a gestational diabetic. She takes her blood fasting in the morning and then 1 hr after eating, per her dr's orders. She stated that after eating it is running in the low numbers such as 64, 102mg/dl.